Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use distal cover exhibited device was not able to fully seat and kept falling off the distal end of the scope. The event occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.